Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
An inventory accountant reported that a patient experienced great pain in a patient's right eye during a laser assisted cataract procedure. Patient had very small orbital openings. Site tried to dock several times with different lid speculums. Adequate contact to engage suction was obtained twice but both times the patient moved and complained of great pain. Site decided to quit after several attempts.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).